Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 450 mg/dl. Customer was treated with insulin pen. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for under delivering due insulin flow blocked alarm. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The narrative summary has been revised and submitted with this report. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was possibly under delivering insulin. Customer's blood glucose level was 450 mg/dl. Customer was treated with insulin pen. Customer was alleging insulin pump for under delivering due to absence of occlusion alarm. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected absence of occlusion alarm anomalies noted. (B)(4).